Event description:
It was reported that the patient had 6 low flow alarms at midnight on (B)(6) 2025. They were seen in the office this morning. Their blood pressure was 84/43, and their manual mean arterial pressure (map) was 52. They complained of having a headache. There was minimal hydration in the past several days. Flow increased with hydration this morning (3.2). Supraventricular tachycardia/ventricular tachycardia was noted on a recent monitor report. Electrophysiology evaluation was scheduled on (B)(6). Log files were sent for review, and the event log did capture the reported low flow alarm at midnight in (B)(6) 2025. The event had been overwritten by persistent pulsatility index (pi) events. The log was full of pi events from 10:04 to 10:37, which was the end of the log. These events were considered routine, causing the pump to drop to its low speed limit set at 4800 rpm. Otherwise, there were no other notable alarm conditions or parameter changes. The patient experienced headache as a symptom of arrhythmia. When asked if the arrhythmia was sustained, response provided that there was no supraventricular tachycardia or ventricular tachycardia was noted on report or communicated in the complaint. The arrhythmia in this event was not thought to be device or therapy related, but consult was pending. An implantable cardioverter defibrillator was implanted prior to ventricular assist device (vad). The arrhythmia was resolved. The cause of the low flow alarms was volume, blood pressure, and arrhythmia related per complaint. The patient was no longer low flowing as of (B)(6) 2025, and log files were sent.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files was unable to confirm low flow alarms. Although a specific cause for these events could not conclusively be determined, the account stated that the alarms were in the setting of low blood pressure and arrhythmia. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log file contained events from (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed the patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.